Event description:
There was no patient in this event. This device malfunctioned because it was depleting pad-paks and not powering off. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 26th january 2008 and operated successfully until (B)(4) 2009. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. A new pad-pak was inserted but again the device appears to be failing self tests and switching on automatically. The device is then manually powered on 7 times and during these, the user was unable to turn off the device. The problem with the device was attributed to a fault in the membrane. This type of fault can be caused by the device being stored in an inadequate locatiion wher it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.